Manufacturer narrative:
This info has not been provided. Additional info has been requested. Investigation is ongoing. No conclusion can be drawn.

Event description:
Pt implanted with three rib splints presented to the surgeon 8 months post implant. X-rays revealed that one of the splints had been bent almost 90 degrees and the anterior portion had separated from the bone while the posterior portion remained fixated. X-rays also revealed that a second splint had also separated from the bone, but its placement and condition could not be verified. The third splint appeared to have remained in the proper place and condition. Pt was returned to the operating room for hardware removal and revision. Ths report is #1 of 6 for the same event.